Manufacturer narrative:
No pt information provided as no pt was involved in this concern. Site disposed of the damaged clamp, it will not be returned for analysis. A replacement clamp was sent to the site and the issue was resolved.

Event description:
A medtronic rep reported that the site alleged that the washer inside the percutaneous clamp caused it to lock up and not be able to properly attach to the spinous process. There was no pt present.